Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ultrasonic output setting switch was pushed, but the output level of the subject device could not be decreased. The key top is installed into the ultrasonic output setting switch of the subject device. The output level can be decreased when the key top of the subject device pushes the button on the internal circuit board. Omsc disassembled the subject device. As a result of the disassembly, the key top of the subject device was upside down. As above, since the direction of the key top installed was upside down, the reported event might occur. Although the investigation was conducted to find the similar occurrence in the market, the phenomenon has not occurred other than the subject device. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. In addition, it was found that the subject device had a repair to replace the front panel which included the ultrasonic output setting switch. The repair record is under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a hepatectomy, the level of the output of the subject device could not be decreased. Therefore, the doctor changed the subject device to another device and completed the intended procedure. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00260 to provide additional information. As a result of checking the repair record of the subject device, it was found that three key tops were replaced for the repair. Also, the direction of the key top was specified in the technical guide of the subject device for repair. In addition, as a result of investigation in the repair center, the person in charge of repair understood it. From above, the event might be caused by accidental human error.